Event description:
Same case as 2134265-2013-03899. It was reported that post stenting procedure, patient experienced chest pain and hypotension. The 100% complete totally occluded target lesion was located in the right coronary artery. A 3.50 x 24mm promus element plus was used to treat the target lesion together with another 3.5 x 28 promus element drug eluting stent in an overlapping fashion. The patient was given with effient after the procedure. Two hours post procedure, the patient experienced chest pain and hypotension and came back to the catheterization laboratory. They found out that both stents were clotted/ thrombosed. The clotted vessel was dilated and intravascular ultrasound was performed. The vessel was again dilated with a 4.0 x 15 nc quantum apex balloon dilatation catheter and the clot was resolved. Thrombolysis in myocardial infarction flow 3 was re-established. Two hours later the patient returned to the cath lab as the stents may have clotted off again. No intervention was performed as the patient continued to stabilize. The physician thinks that effient may not have been given soon enough. The patient was discharged from the hospital. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).